Event description:
Complainant heated a hot pack in the microwave for 1 min then placed it on complainant's arm. When complainant removed the pack due to a burning sensation, complainant noticed the pack had split and that complainant had a reddish area on complainant's arm. A friend, an rn, stated that the injury was comparable to a second degree burn.